Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation the investigation was unable to determine a conclusive cause for the reported separation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a patient with acute myocardial infarction in an unspecified artery requiring medical and surgical intervention to avoid permanent injury. The unknown trek 2 x 15 mm balloon dilatation catheter broke mid-shaft during use. The device was replaced to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the date received by MFR. Date was filed incorrectly on the initial medwatch report as 12/18/2017, but should have been 11/12/2017.